Manufacturer narrative:
(B)(4). D10: unknown, tibial plate, unknown lot. G2: foreign: south africa. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the 3.5mm hex driver tip broke during removal of a screw, this occurred during the procedure, but the patient was not negatively impacted at all as tip got stuck in screw on tibial plate. Surgical technique was utilized. There was no surgical delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2.

Event description:
It was further reported the device fractured at the yield point. The surgeon noted the screwdriver tip seemed stripped and not in hex shape. The fractured tip was removed along with the screw using a screw set from the hospital.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Corrected data: h6 component codes. A visual inspection of the provided photographs identified a screwdriver with a fractured tip. Due to the limitations of the images, it could not be determined whether the device was stripped. As no product was returned, no further evaluation can be conducted. A review of the device history record identified no deviations or anomalies during manufacturing. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends